Manufacturer narrative:
The other relevant component includes product ID 8781 serial# (B)(4) implanted: (B)(6) 2016 product type catheter. Interrogation of the device revealed the pump had been programmed to deliver 5.0 mg/ml of morphine at 0.5896 mg/day in simple continuous infusion mode. Evaluation of implantable pump serial number (B)(4) did not reveal any anomalies. Evaluation of implantable catheter serial number (B)(4) revealed damage to the transition tubing. The catheter was found to be patent, and passed pressure leak testing in the lab. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (medical examiner's office) regarding a patient who had been receiving infusion therapy via an implantable pump for non-malignant pain. It was reported the patient had been found deceased on (B)(6) 2017 at 10:20. The manner of death was reported as suicide. The immediate cause of death was provided as a gunshot wound to the head. The pump and catheter were returned to the manufacturer.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on 2017-nov-09. The patient's weight was reported and the drug being delivered was confirmed to be morphine at 0.589 mg/day. There were no further complications reported/anticipated.